Event description:
It was reported that the lead threshold was high. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found; however, blood/body fluid was observed in the proximal conductor and in/on the helix mechanism. The outer insulation was melted and apparent explant damage was noted.